Event description:
An endovascular stent with delivery system was successfully advanced to the target lesion site in the pt's external iliac artery. Upon initial inflation attempt, the balloon burst at 3 atm of pressure. During withdrawal of the delivery system, the stent dislodged from the balloon catheter. A coronary wire and balloon were used to relocate the stent to the target lesion site. Another peripheral balloon catheter was used to successfully deploy the stent at the target lesion site. There were no clinical sequelae reported relative to the event.